Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during an implantable cardioverter defibrillator (ICD) replacement due to the lead exhibiting high out of range pace impedances, low out range pace impedances, high out of range shock impedances and oversensing due to noise. The ICD was replaced due to normal battery depletion. A new rv lead was implanted successfully during the generator changeout. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: d2a common device name and h6 patient codes.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during an implantable cardioverter defibrillator (ICD) replacement due to the lead exhibiting high out of range pace impedances, low out range pace impedances, high out of range shock impedances and oversensing due to noise. The ICD was replaced due to normal battery depletion. A new rv lead was implanted successfully during the generator changeout. No adverse patient effects were reported.